Event description:
An audible critical pump alarm occurred regarding a pump going into shelf state. The alarm was confirmed by telemetry. The patient experienced withdrawal symptoms. The pump status screen showed that the pump was set to minimum rate, however, when they went to the infusion setup screen it was set to simple continuous, with the dose per day blank. A physician found that the elective replacement indicator (ER) was at "1", however, a manufacturer representative interrogated the pump and found the eri to be 69 months. The patient's status, in addition to the type of medication, concentration, and daily dose being administered via the pump was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).